Event description:
Caller states the patient tested 43 mg/dl on the inform system and 382 mg/dl on a comparison lab drawn within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.